Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
Publication from clinical neurology and neurosurgery 112 (2010) 832-834 described a case report about a pt diagnosed with a pseudotumor cerebri who underwent the placement of an lp shunt containing a horizontal-vertical lumbar valve system (integra). Secondary chiari malformation development after lp shunting for pseudotumor cerebri is a recognized phenomenon. (B)(6) months postoperatively, the pt was noted to have a seroma at her abdominal incision site. She underwent a revision of the abdominal-catheter portion of the lp shunt; cultures obtained from the site were negative. Her symptoms improved; however, four months later ((B)(6) months from the initial lp shunt placement), she was diagnosed with a chiari malformation. There was no associated spinal cord syrinx. The pt underwent a suboccipital decompression of the chiari malformation. There were no perioperative complications. The pt exhibited neurological symptoms at (B)(6) months post decompression and was diagnosed by MRI with an expanded spinal cord syrinx that extended from c2 to the thoracic spine. The pt underwent lp shunt ligation and vp shunt placement. At the (B)(6) month follow-up, the patient's symptoms had improved and a cervical spine mr imaging showed no evidence of a spinal cord syrinx.